Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring :black. The device was returned for pump error alarm per event date (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Device passed the displacement test, prime/seating test, basic occlusion test, force sensor test. Pump error alarm confirmed on long history file on (B)(6) 2022 14:24:47:000 pm due to hardware error. (Motor current error). However, the motor was tested outside the device and passed motor testing. Force sensor zero offset within specification 22.6 mv. Device was cut open to perform visual inspection and found no moisture damage on the electrical board 1 and 2/ force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection, cracked battery tube threads and (B)(6) 2022 cracked case corner of belt clip rails. Device was confirmed for pump error alarm on long history file on (B)(6) 2022 14:24:47:000 pm problem isolated to other motor defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated that they were unable to get past the rewind. Customer was able to clear the alarm. Customer received request to rewind the insulin pump but was unable to complete rewind on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed; , the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.